Event description:
As reported, during an aortic valve in valve (viv) procedure, a 26mm sapien 3 ultra valve was planned to be deployed in a failing surgical valve. Due to the low coronary anatomy, it was determined that a basilica procedure (tearing of the left coronary leaflet of the surgical valve) was needed prior to the implant of the sapien 3 ultra valve. The basilica was performed due to the elevated risk of coronary obstruction during a viv. The sapien 3 ultra valve was deployed after much trouble with the basilica. Post deployment, the valve looked oddly out of position relative to the surgical valve. It was discovered that sapien 3 ultra valve had been deployed into a hole that was accidentally made during the basilica between the aorta and the left atrium. The patient was stable, and it was felt that the procedure should be continued, and a second 26mm sapien 3 ultra valve be deployed to fix the surgical valve. After the second valve was successfully deployed into the surgical valve, the patient became hypotensive. Under angiography, it was confirmed that the left coronary was occluded. The patient subsequently became very unstable despite CPR and expired during the procedure. The autopsy results indicated the coronary was 'pinched' between the two sapien 3 ultra valves.

Manufacturer narrative:
The event was previously reported as a mitral valve in valve procedure. The valve in valve procedure was performed on the aortic valve. The information in section b5 has been corrected.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest or indicate procedural factors (malposition of initial valve, placement of second valve) resulted in the pinching of the coronary artery and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01294.

Event description:
As reported, during a mitral valve in valve (viv) procedure, a 26mm sapien 3 ultra valve was planned to be deployed in a failing surgical valve. Due to the low coronary anatomy, it was determined that a basilica procedure (tearing of the left coronary leaflet of the surgical valve) was needed prior to the implant of the sapien 3 ultra valve. The basilica was performed due to the elevated risk of coronary obstruction during a viv. The sapien 3 ultra valve was deployed after much trouble with the basilica. Post deployment, the valve looked oddly out of position relative to the surgical valve. It was discovered that sapien 3 ultra valve had been deployed into a hole that was accidentally made during the basilica between the aorta and the left atrium. The patient was stable, and it was felt that the procedure should be continued, and a second 26mm sapien 3 ultra valve be deployed to fix the surgical valve. After the second valve was successfully deployed into the surgical valve, the patient became hypotensive. Under angiography, it was confirmed that the left coronary was occluded. The patient subsequently became very unstable despite CPR and expired during the procedure. The autopsy results indicated the coronary was 'pinched' between the two sapien 3 ultra valves.